Manufacturer narrative:
A united states customer contacted the siemens customer care center and informed that the operator was wearing personal protective equipment (ppe) at the time of the event. The customer noted no liquid spill and no exposure to a bio-hazardous material. The customer received a new water trap from siemens and completed the installation. The customer noted the advia centaur xpt instrument was operational and required no further assistance.

Event description:
The customer contacted siemens to inform that an operator was handling the advia centaur xpt glass water trap, and the part broke and cut the operator's hand. The customer noted that the operator pulled a small piece of glass out from her hand, washed her hands, applied alcohol on the cut, and used a band-aid to cover the cut. The customer noted that no medical treatment was necessary or performed beyond first aid. There are no known reports of adverse health consequences due to the broken water trap.